Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Upon visual inspection under a microscope, it was determined that this was not a foreign object, but rather a residue from the raw material that can occur during the molding process of the rubber part of the switch. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the device exhibited foreign matter at switch 1. There was no patient involvement.